Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 3/27/2019. Initial visual analysis indicates, "no visual damage or anomalies observed." The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.   Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 59-year-old male patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered heart block av requiring surgical intervention. During the procedure, heart block av was noticed immediately after ablating near the his. A temporary pacemaker was implanted. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. An irrigation test was performed and the catheter failed, the tip dome was dissected and red brown material was observed inside occluding the irrigation ports. On (B)(6) 2019,a fourier transform infrared spectroscopy test (ftir) was performed and the results showed that foreign material is primarily composed of a biologic-base material, presumably blood. The ftir finding have been reviewed and assessed as not MDR reportable since there is no evidence of foreign material. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. However, the complaint continues to be reportable for the adverse event. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30149859l number, and no non-conformances was found during the review. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered heart block av requiring surgical intervention. During the procedure, heart block av was noticed immediately after ablating near the his. A temporary pacemaker was implanted. The patient was reported to be in stable condition and unchanged. Patient stayed overnight for monitoring purposes; however, patient¿s condition did not improve; therefore, a permanent pacemaker was implanted on post-procedure day 1. Extended hospitalization was required as a result of the adverse event. The event was assessed as ¿disability or permanent damage¿ due to the complete heart block that occurred which required permanent pacemaker implantation. Physician reported to be very surprised that burning for only 3.47 seconds (40w, 19g, 59g-sec by visitag) would cause permanent heart block. There was no his on the egms for 3 beats prior to the radiofrequency (rf) application (verified by replay). The next day said that the views were unusual; however, the clinical account specialist (cas) disagrees with this and stated the physician had the ablation pedal and complete control of the rf application, and as soon as he came on ablation, the cas claimed the his was right there. The history and physical examination performed before the case and revealed that the patient had a mitral valve repair, suggesting this case could be left sided and more complicated than expected, planned, and scheduled for. The patient¿s diagnosis pre-procedure was typical and atypical flutter.